Manufacturer narrative:
The dates of the events are unknown; however, the article provided the following date range on page 2: ''from 04-jan-2018 until 31-dec-2020''. Therefore, 04-jan-2018 was used as the occurrence date. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the root cause of the events remains indeterminable. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of seven manufacturer reports being submitted for this article.

Event description:
Edwards received notification from our affiliate in france. Through review of the article, ''an observational single-center study: comparison of the 29-mm sapien 3 with the 34-mm evolut-r in patients with a large aortic annulus'', corresponding author dr. Ronan canitrot et al., in this study, the main objective was to analyze the outcomes of using third generation bioprosthetic valves that can be used in patients with aortic stenosis and with a large aortic annulus. The following events were identified as pertaining to an edwards device: 13 patients with a 29mm sapien 3 valve, implanted in aortic position experienced a heart block requiring pacemaker implantation.